Manufacturer narrative:
Other applicable components are: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The patient reported that they still have freezing. It was stated that they were doing alright and then all of the sudden were getting more dyskinesia as of the last part of (B)(6) 2016. The patient's right side is 2.5, left side 2.2, and they are taking 3 sinaments. When the patient brought the issue up to the healthcare provider (hcp) they were told to take half a sinament every 4 times and to also take an amanton. However, they have had a lot of swelling in their ankles and feet and decided to go off of "it" which caused even more problems, with the patient not able to put their shoes on. Indication for implant is movement disorders. See related regulatory report 3004209178-2016-21637.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.